Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
D4. Serial corrected.

Manufacturer narrative:
A4 weight is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp device was inserted via the right femoral artery in a 74-year-old male patient presenting for high-risk percutaneous coronary intervention (hrpci), scai shock stage d, with a history of prior coronary artery bypass grafting, known coronary artery disease, diabetes mellitus, renal insufficiency, and dialysis dependence. The registered nurse reported that the patient developed epistaxis during support. The heparin infusion was stopped, and blood products were administered. The nurse later reported that the nosebleed resolved and did not recur. The patient survived to explant. The epistaxis may be associated with systemic anticoagulation and the patient¿s underlying critical illness during impella support.

Manufacturer narrative:
D4. Primary UDI number corrected.